Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when the patient puts the phone near the implant side (left) they can feel tingling. When the patient moves it to their other side where the implant is not present it goes away. No pain was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that no troubleshooting had been done. The patient just mentioned a tingling se nsation when phone was near implant site.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient has notified healthcare provider of the tingling and the tingling has stopped. The patient reported that circumstances that lead to getting a tingling sensation was due to carrying phone in purse on the same side. The patient indicated that they would move the phone further away and it did not bother them now that they have adapted to the implant.